Event description:
A dragonfly duo imaging catheter was used post-stenting near a bifurcation. When the dragonfly duo imaging catheter was removed, resistance was felt. Additional force was used to fully remove the dragonfly duo imaging catheter. A post-procedure angiogram was performed and it was noted that the stent had become folded and a dissection was present. Another stent was used over the folded stent and the procedure was completed.

Manufacturer narrative:
(B)(4). Product evaluation: the device history record was reviewed and the returned product was evaluated. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The device evaluation revealed the catheter fiber was intact. A 0.014 guide wire was inserted through the distal end of the catheter and out the guidewire exit port with no issues. The tip was examined under microscopic evaluation and no anomalies were noted. The guidewire exit port was found to be a slight deformation indicative of force placed upon it. The window portion of the catheter was found to be within specification. The catheter rfid indicated that the catheter had not completed any pullbacks for the catheter load and pullback counts were zero which does not align with the event description. A partial cine of the case was provided which provided limited information. An oct video was provided showing a pullback performed with the dragonfly catheter illustrating the presence of a stent well positioned within the vessel and not malapposed. The catheter evaluation concluded that the catheter was within specification except for the guidewire exit port condition due to handling. Based on the event description and the catheter evaluation the cause of the reported event is inconclusive. The dragonfly duo IFU states that the user should observe all advancement and movement of the dragonfly duo imaging catheter under fluoroscopy and always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly duo imaging catheter is in place. The dragonfly duo IFU states that if resistance is encountered during advancement or withdrawal of the dragonfly duo imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.